Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during investigation, the pump¿s history was reviewed and showed that the last basal delivery and the last bolus were recorded on (B)(6) 2013. During testing, a 29 hour flow accuracy test was performed was found to be delivering insulin within the specified range. There was no defect found related to the adverse event. Unrelated to the event, evaluation revealed the pump has a cracked battery compartment that extends from the case seal to the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value of over 600mg/dl with high to moderate ketones, was very thirsty, urinating, very tired and went to the emergency room (ER). The patient reportedly was treated with intravenous fluids and insulin. The pump¿s battery compartment was reportedly cracked when the patient was wearing the pump. The patient reportedly noticed the damaged casing a month ago; the battery cap reportedly secured tightly to the pump. The patient denied having any power issues with the pump. The patient reportedly was correcting her high bg with the pump and did not know why her bgs went high. It was noted during a review of the pump history there was a ¿low battery¿ alarm and multiple ¿low cartridge¿ alarms. The patient reportedly discontinued the use of the pump and is on back-up plan. This complaint is being reported because the patient experienced a hyperglycemic event with unknown cause. Use error may have been a contributing factor because the patient continued to use a damaged pump and also may have not been responding to alarms appropriately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.